Event description:
It was reported that during preparation of a 3.5 x 12 mm nc trek balloon catheter, there was strong resistance and the protective sheath could not be removed from the balloon. The device was not used and the procedure was completed with a non-abbott device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: thirteen unused devices were returned and tested. Although, one of the devices had damage at the proximal end of the protective sheath there was no difficulty removing the protective sheaths from any of the devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for difficult to remove the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.